Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) and 213 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. Reporter did state that the customer stores some of her pills in the strip vial. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) and 213 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. Reporter did state that the customer stores some of her pills in the strip vial. A request was made for the return of the affected product.